Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7071766.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of itching and discomfort were noted. The physician believed that the cause of infection was unknown, and it was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were discarded.